Event description:
During extracorporeal circulation the arterial pump of the heart-lung-machine hl 20 stopped rotating. There were no alarms for bubble, level or pressure. The perfusionist tried to restart the pump module using the on/off switch twice. After this failed he commenced to use the emergency hand crank as described in the user manual. The perfusionist turned the hand crank very quickly in an effort to induce an alarm. At this point, the pump started to rotate. The case was completed successfully. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A field service technician has disassembled the pump module and found no mechanical or electrical issues. No abnormalities have been found with the odu connectors and the resistance of some electrical components. The reported pump module has been positioned to an non crucial position on the console. Another pump has been swapped into the arterial position instead. The customer has received a loaner unit. The device has been returned for inspection at the manufacturer facility. A supplemental medwatch will be submitted when the evaluation is complete.